Manufacturer narrative:
(B)(4). The device will not be returned. It was discarded at conclusion of the procedure. Method: no testing methods performed. This device is used for therapeutic purposes.

Event description:
The available information indicates that during a postoperative follow-up visit, the patient presented with a severely raspy voice. The physician found a left vocal cord lesion, consistent with an inflammatory granuloma. The physician believes the granuloma is due to a difficult intubation as well as the exposed wire electrodes of the emg endotracheal tube. Multiple follow-up visits were performed. The patient is currently stable and awaiting procedure to remove the granuloma from vocal cords.

Manufacturer narrative:
Per the physician, follow-up exam with the patient indicates that the lesions have now resolved. The patient still has hoarseness, but is expected to improve with voice therapy. The physician also indicated that no malfunction of the monitoring tube or tube placement error was noted. (B)(4)

Event description:
Per the physician, follow-up exam with the patient indicates that the lesions have now resolved. The patient still has hoarseness, but is expected to improve with voice therapy. The physician also indicated that no malfunction of the monitoring tube or tube placement error was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.